Event description:
It was reported that a revision surgery was performed due to a bilateral lower extremity fracture. The patient was injured in an unspecified accident requiring revision surgery,

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, this case reports the patient underwent a revision surgery due to bilateral lower extremity fracture sustained in an accident. Per email correspondence, the requested x-rays and surgical reports are not available, and no further information has been provided. Therefore, the patient impact beyond the revision cannot be determined. No further clinical assessment can be rendered at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.